Event description:
Additional information was received that the surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the six inch roller pump in the vent position prior to cardiopulmonary bypass on (B)(6) 2021. The team set up and primed the circuit without issue for a procedure. During the procedure the pump turned off and they were unable to use the local control or the central control monitor (ccm) controls for the function of the pump, and there was a question mark over the vent pump on the ccm. The team opted to use the sucker pump for the function of the vent pump, and the case proceeded without any additional concerns. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this incident.

Manufacturer narrative:
Updated block: b5,h3 and h6. The reported complaint was confirmed via the log review. Multiple diligence attempts for part return were unsuccessful so no product evaluation could be done. Per data log review, on 21jun2021 the vent pump was operating normally until 10:05:47 am when the ccm loses track of the pump. This will a cause a '?' To appear on the pump as reported. The vent pump log shows 'motor voltage (vmot) voltage range errors' vmot = 0.44 volts (v), causing the pump to reboot over and over. This will cause the display to be blank as reported. Something caused the pump to lose 24v, but that cannot be determined from the log review. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the roller pump was unable to be operated by the local controls or with the central control monitor (ccm) and a question mark appeared on the image of the vent roller pump on the ccm.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump in the vent position turned off. As mitigation, the perfusionist replaced the vent pump with a sucker pump. No other details regarding the nature of the event were provided.